Event description:
Hcp reported the pt has had intermittent withdrawal symptoms for the past two years, usually 1-3 times per week. These symptoms include: increase in pain, and flu-like symptoms. The doctor has checked the catheter access port with no indication of a problem. The pt has had accurate refill volumes. Hcp reported the pt is performing their own pump refills. The pt performs a refill every week and they are reprogrammed by the physician every 4 months.